Event description:
Related manufacturer reference number 1627487-2021-00908. Additional information was received patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient is scheduled for ipg replacement. For an unknown reason.